Manufacturer narrative:
(B)(4). Approximate age of device - 4.5 months. The pump was not explanted and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called 911 due to expired on (B)(6) 2015 due to a cerebrovascular accident (cva). Leading up to the event, the patient had placed a call to 911 due to a severe headache with nausea and vomiting. It was reported that the patient's iinr had been subtherapeutic. It was reported that the patient's cva was anticoagulation related and therefore thought to be device/therapy related since the anticoagulation was prescribed because of the device. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.